Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reported loose patella component and swelling at the surgical site is related to the reported implantation of the journey ii femoral component with the legion cr insert. It cannot be concluded that the loose component and swelling are associated with a malperformance of the implant. The patient impact beyond the subsequent revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, user error, procedural variance and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the patient presented a loose patella component and swelling at the surgery site. After obtaining a CT scan, the surgeon noticed that femoral component looked different and investigated the patient chart for implant stickers from the day of surgery. At this time it was discovered that the improper femoral component was implanted. A journey ii cr femoral component had been mistakenly implanted with a legion cr insert, genesis ii tibial component and genesis ii patella. The patient has been scheduled for a revision surgery on (B)(6) 2021 to treat this problem. The patient's current status is unknown.